Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The patient reported via the manufacturer representative stinging/shocking when lying on the right side. The patient noticed this occurring since having knee surgery a few weeks ago. An impedance check was done. The #3 electrode was still out of regulation (oor) but had been for a while and was not being used. Stimulation was reprogrammed to use both leads separately, instead of running together as they had been. Positions were recreated where the patient had noted shocking, and did not have it. They were going to move forward with this for now. No surgical intervention had occurred, nor was it planned.

Manufacturer narrative:
Info references the main component of the system and other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type lead.

Event description:
The consumer reported via the manufacturer representative (rep) that they were recharging more frequently but they were also running 9+ amps on both leads daily 24/7. They had two contacts on their 8-15 lead over 10,000 ohms. The patient had a history of great pain relief and was excited for a full system re-implant. At post-op programming, they were very satisfied with the pain relief for their low back pain and their amplitude levels dropped to 3.5 and 5 amps respectively. A surgical intervention occurred and the issue resolved at the time of the report.

Manufacturer narrative:
Analysis of the lead (v064819002) found no anomalies. Analysis of the lead (v064819003) found the stimulation lead body distal end had a broken conductor. Analysis of the ins (nkf714655h) found no anomalies.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead. Product ID: 3550-39, product type accessory. Product ID: 3550-39, product type accessory. Product ID 3777-45, serial#(B)(4), implanted:(B)(6) 2009, explanted: (B)(6) 2016, product type lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a manufacturer representative reported that the cause for the high impedance on two contacts was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.